Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation confirmed the customer reported event. The part of the distal tip where the balloon attached to the groove was missing. The faulty device needed replacement to meet olympus functional standard. The investigation assumed the defect was as a result of user handling. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that during reprocessing, the evis lucera ultrasonic bronchofibervideoscope part of the distal end broke off and was missing. There was no harm or user injury reported due to the reported event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the complaint was confirmed, however, the root cause could not be identified. The instruction manual identifies the following related verbiage which may help prevent the phenomenon: ¿do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result.¿ olympus will continue to monitor field performance for this device.